Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient incident.

Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The reported system error 105 could not be reproduced, but was confirmed through review of the event history log. Evaluation found that the motor was seizing intermittently which is known to contribute to the reported symptom. The motor assembly was replaced.